Event description:
Reporter indicated the pt developed an infection at the generator site and had the device removed. Antibiotics were used to treat the infection and the believed cause of the infection is manipulation of the incision by the pt. There are no plans to replace the generator as they want to give the infection time to clear.

Manufacturer narrative:
Mfg record for pulse generator was reviewed. Review of mfg record for the pulse generator confirmed sterilization prior to distribution.